Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal and a supply change, with glucose values rising from 341 mg/dl to greater than 400 mg/dl despite no observed leakage or kinks and partial improvement after a subsequent supply change; the user planned a manual insulin dose and was advised to remain disconnected from the ilet for two hours before reconnecting, and expressed interest in switching to a steel needle infusion set. Symptoms included elevated blood glucose and trace ketones without acute sequelae. Outcomes included no professional medical intervention and no hospitalization. Investigation included user coaching on infusion set replacement, temporary disconnection, and backup therapy, as well as consideration of an alternative infusion set. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, and the event was consistent with unexplained hyperglycemia potentially related to infusion site or set performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.